Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had issues loading cartridges. During a follow up, customer confirmed the issue was an occlusion alarm. Reportedly, no insulin was observed exiting the cartridge tubing. The supplies were changed to address the event and insulin delivery was resumed. Blood glucose was in the 300's (mg/dl).